Manufacturer narrative:
Findings: pump passed the self test. No a17 alarm during testing. Pump passed the a21 error test. No a21 alarm noted. Pump unable to download to the carelink software due to a47 alarms in alarm history screen. A47 alarm found in the alarm history file due to corrupted history file. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 246 mg/dl at the time of the call. (B)(6) was not sure when he received these alarms. He has been off the insulin pump for about 3 months and only went back on pump therapy last week. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.